Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device exhibited an image orientation issue when the knob rotates during a laparoscopic totally extraperitoneal procedure (therapeutic procedure). The procedure was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h6 and h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: component failure of the r-unit and corrosion on the connector pins of the unit. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: image orientation occurs during the knob rotate due to component failure of the r-unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.